Event description:
The device was connected to a pt's heparin lock. The peg port and the device had been adapted with an IV interlock system. This adaptation provided a more secure connection between the pej and the device. This adaptation enabled the device to be connected to a peripheral IV line. Secondary to the enteral feeding being infused via a peripheral IV line, the pt became hypotensive, developed respiratory failure, renal insufficiency and sepsis. The pt recovered fully from the event.